Event description:
It was reported that the guide rod broke in half during the procedure. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) g2: foreign ¿ canada no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned or images provided. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.